Manufacturer narrative:
G3 reflects the date olympus became aware of a reportable malfunction. On november 14, 2024, olympus became aware of a serious injury though additional information received from the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000475. This report has been submitted by the user facility under this MDR report number mw5160436.

Event description:
It was reported that while using a semi-rigid ureteroscope during a cystoscopy, the end broke off while inside the patient's urethra. The end detached and fell inside the urethra, but it came out when the scope was removed. The urethra was visualized using a second scope and there were no signs of injury. The procedure was completed without any reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 1 year since the subject device was manufactured. The subject device was not returned to olympus for a physical evaluation. However, based on the results of the investigation, the reported failure was likely due to excessive force. This may have been caused by a large mechanical force due to a shock, fall or collision with other equipment. This supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.